Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there was something black/particle inside the package of the suture.

Manufacturer narrative:
Samples received: 1 unopened racepack. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received one closed sample. We have checked this closed sample and there is a particle/dirtiness in the primary package. This is an accidental and isolated case produced in the manufacturing line. This unit should have been discarded. Remarks: we take note of this incidence and the involved personnel have been warned about this issue. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.